Manufacturer narrative:
Results: the distal tip was fractured. The packaging tape was intact on the packaging card. The packaging mandrel was unsecured from the packaging card and was not returned for evaluation. The neuron max was damaged, therefore, no functional testing was performed. Conclusions: evaluation of the returned neuron max revealed a fractured distal atraumatic tip. This type of damage typically occurs when the packaging mandrel is unsecured from the packaging card and pins the device between the packaging mandrel and the packaging tube during removal from the packaging. If the neuron max is subsequently retracted while the device is pinned, damage such as a fractured distal atraumatic tip may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the tip of a neuron max 6f 088 long sheath (neuron max) was torn off upon removal from the packaging. The damage to the neuron max occurred prior to use and, therefore, it was not used during the procedure. The procedure was completed using a new neuron max.